Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the device would not turn on. It was also noted the printer drawer was scratched, the stylus touch-pen was broken, the power cord bay door was broken, the keyboard was broken, the left keyboard hinge was broken, the electrocardiogram (ECG) connector had cracked solder joints, the system fan was noisy, and the media bay door was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the programmer could not turn on, and has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.